Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device is defective, it was not ready for use. There was no harm for the patient, operator or third party reported. Update swit 06-jul-2023: when the tightrope was tightened it was not possible to flip the button. An arthroscopy was performed. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1588rt was received for investigation. The returned device was visually inspected, and it was noted that the ends of the suture were pulled on the same side of the loops/wedges. Upon fixing the assembly of the device. The functional test found that loops were open/closed without issues. The most likely cause for the reported failure is a user error. Excessive force on the shortening suture strands may break the strands and impair the ability to seat the implant fully.